Event description:
The catheter broke. The hosp was contacted and the reporter did not have any add'l info regarding this incident.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.